Manufacturer narrative:
Device was used for treatment, not diagnosis. Jain, d. And et al. Outcome of anatomic locking plate in extraarticular distal humeral shaft fractures. Indian j orthop, jan-feb; 51(1): 86¿92. This report is for unknown ¿ extraarticular distal humerus plate system (eadhp)/unknown quantity/unknown lot. UDI: unknown part number, UDI is unavailable. Part # is unknown, 510k is unknown (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article jain, d. And et al. (2017) outcome of anatomic locking plate in extraarticular distal humeral shaft fractures. Indian j orthop, jan-feb; 51(1): 86¿92. The purpose of this article is to evaluated the clinical and functional outcomes of treating extraarticular fractures of distal humerus with a 3.5-mm lcp extraarticular distal humerus plate (eadhp) system. This prospective study occurred between january 2012 and june 2015. The study included twenty-six (26) patients that included twenty-one (10) males and five (5) females with a mean age of 37.3 years (range 18¿72 years). The mean follow-up time was 11.6 months, (range 4-24 months). This is report 4 of 5 for (b)(1). This report is for an unknown ¿ extraarticular distal humerus plate system (eadhp) and refers to patient 20 (male, (B)(6)) who had nonunion with cortical screw failure, and union was achieved after revision fixation and bone grafting.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.